Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was undergoing a lumbar fusion. Increased sensing integrity counter (sic), oversensing with noise, and low pacing impedance were observed. It was suspected that the sensing and impedance issues were a result of the surgery. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No patient complications have been reported as a result of this event.